Manufacturer narrative:
Pump was returned for low battery alarms, detailed trace analysis confirmed low battery alarms and power loss alarm was triggered when backup battery unloaded voltage (ul vlith) was less that 3.7v for consecutive 240 minutes. Unit received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery, although new batteries had been installed. The customer's blood glucose reading was 134 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.